Manufacturer narrative:
Follow-up #1: date of submission 01/11/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/21/2016 with the following findings: during investigation, the battery compartment was cracked from the threads to the case seal left of the grip pad. Unrelated to the original complaint, the audio bolus button cover was torn on the side but still functional.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.